Event description:
It was reported that during a laparoscopic colon procedure, the pad from the bracket released - instrument error. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested, but not yet received.

Event description:
Additional information: tissue pad is melted, not detached. File is not reportable.

Manufacturer narrative:
(B)(4). New inforamtion makes file not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.